Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that the customer opened the guide wire that came with the 777626 and found that there was a wax-like object attached to the guide wire. After lubricating the wire with water and rubbing it by hand, the wax did not come off and the customer was unable to continue with the trial. The solution was to open another brand of guidewire for trial.

Event description:
It was reported that the customer opened the guide wire that came with the 777626 and found that there was a wax-like object attached to the guide wire. After lubricating the wire with water and rubbing it by hand, the wax did not come off and the customer was unable to continue with the trial. The solution was to open another brand of guidewire for trial.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of wax-like substance on guidewire. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. DHR review is not required as the lot number is unknown. Labelling review is not required as labelling would not have prevented the reported event. Correction: h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer opened the guide wire that came with the 777626 and found that there was a wax-like object attached to the guide wire. After lubricating the wire with water and rubbing it by hand, the wax did not come off and the customer was unable to continue with the trial. The solution was to open another brand of guidewire for trial.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.